Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -13.5/2.0/091 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2019. Lens rotation was observed. The lens was repositioned on (B)(6) 2020 but the problem was not resolved. On (B)(6) 2021 the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).